Event description:
It was reported the device was unable to calibrate. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was duplicated. The dso (downstream occlusion) sensor was non reactive, did not operate as intended. Dso sensor was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review was needed.